Event description:
It was reported that the lead had high thresholds and low sensing. During lead repositioning procedure, the physician suspected an infection and the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.